Manufacturer narrative:
UDI is unknown. No information has been provided to date. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the unit is over heating; either too hot or super cold. There has been no report of patient involvement, no observable clinical symptoms, or a change in symptoms identified in the patient.

Manufacturer narrative:
H6: event problem and evaluation codes: updated. H10: manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing was performed. Visual inspection found wear and tear damaged front cover, enclosure, and line cord. Outdated printed circuit board (pcb) and power switch. Functional testing found the device was out of calibration and the temperature was set way too high. The root cause of the reported issue was found to be user interface. No action taken due to the age and condition of the device. It is deemed beyond economical repair and will be scrapped. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).